Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized a few years ago due to his infusion set not sticking well; he noticed too late that his set was only partially attached. His blood glucose at the time of hospitalization was close to 500 mg/dl. The health care professionals treated his hyperglycemia and put him on an IV. The customer agreed to try out the tape kit. Additionally the customer dropped his pump a while ago and the pump responded with a failed battery test. The customer confirmed that there was no damage to the pump when it fell. No products were returned and test strips were sent to the customer since his fingerstick meter was not always allowing him to use his current ones.